Manufacturer narrative:
(B)(4). The explanted product was not returned to neuropace for analysis.

Event description:
In days prior to explant patient presented with cloudy blood emanating from the surgical area. On (B)(6) 2025, the rns neurostimulator and ferrule were removed (the leads remain implanted). During explantation, infection was noted along the incision line and not on any hardware. Plastic surgery assisted with closure, reconstructing the patient's scalp to relieve tension along the midline. Treatment of the deep incisional infection included six (6) weeks IV antibiotics (cefepime).